Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the procedure was completed with a replacement lead.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implantation of the pacing lead, the physician noted that it required a higher than normal number of turns to extend and retract the helix. The lead was not implanted as a result. No patient complications have been reported as a result of this event.